Manufacturer narrative:
The reported issue was confirmed. The root cause was determined to be a failed circulation pump. The device was evaluated upon receipt. Installed test circulation pump to fill in decontamination. Serviced the circulation pump. Two tank seals were lifted from the tank no longer sealing the pump tubes. A 2000-hour pm was completed on the device. As part of the pm, serviced the mixing pump, replaced heater, manifold o-rings, drain valves, double bend tube, and chiller evaporator outlet tube. Replaced control panel coin cell due to age, updated graphics software to version 3.0.2, applied a shock sensor to the lower bracket, reoriented the chiller ground stud star washer closer to the chiller frame, and applied loctite to all caster bolts. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d,f,h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill. Per review of wo notes, it was determined that the device had a failed circulation pump. No suction at left manifold port. Per sample evaluation results on 06oct2025, two tank seals were lifted from the tank no longer sealing the pump tubes.

Event description:
It was reported that the arctic sun device would not fill. Per review of wo notes, it was determined that the device had a failed circulation pump. No suction at left manifold port.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.